Manufacturer narrative:
Continuation of d10: product ID tm91scs2 product type accessory product ID th91scsr product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that when recharging the implantable neurostimulator (ins) the charge was at 100% and the therapy was found to be off. It was noted that there was no apparent reason for the therapy to have been turned off. It was unknown whether any external factors may have led or contributed to the issue. Instructions were provided to switch the therapy on. It was unknown whether the issue was resolved at the time of report. No complications were reported or anticipated.